Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported unexplained high blood glucose. Customer's blood glucose was 585 mg/dl. He treated with the device. Customer experienced feeling sick. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was bent. The alarm history showed a no delivery, low reservoir, and low battery alarm. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.